Manufacturer narrative:
The fse replaced the data acquisition to motor controller cable to address the reported problem. The z-2061-2017. Patient information was requested, but no response received.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator shut down during patient transport. The customer reported that the unit was in use on patient, but there was no patient harm reported. Patient information and event date was requested from customer but no response received.